Event description:
On march 24, 2022, drive devilbiss healthcare was first notified via service of a legal complaint of an incident that occurred on (B)(6) 2020 involving the bed assist handle, which is subject to a voluntary recall in cooperation with the cpsc implemented in december 2021. The complaint alleges wrongful death as a result of the end user's use of the bed assist handle. Drive is currently investigating the incident and will file an update if and when additional information becomes available. Drive encourages consumers who have the recalled bed handles to contact drive to participate in the voluntary recall and receive a refund. Please visit www.recallrtr.com/bedhandles, or drive's website at www.drivemedical.com (click on "important safety information" at the top of the page), or call (877) 467-3099 from 8:00 a.m. To 7:00 p.m. Et, monday through friday.